Event description:
It was reported that a spectrum pump constantly displayed a "door open alarm". It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to meet specification in relation to the reported open door alarms which were not reproduced. Review of the history log found multiple door jammed messages confirming the reported symptom. Further eval found the device door to open and close as expected. The door hooks were reworked.